Event description:
It was reported that the patient had erosion of the device and infection. The right ventricular lead was returned, analyzed and subsequently tested out of specification. No further patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned in segments, analyzed and the outer insulation was breached metal ion oxidization. It was noted that there was blood/body fluid on the proximal conductor (not obstructed), the outer insulation had cosmetic environmental stress cracking, the outer insulation had cosmetic metal ion oxidization, and the outer insulation was breached cut.